Manufacturer narrative:
(Required intervention) - evaluation results/conclusion: endoleak; angulated aortic neck.

Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 32 months ago. Aneurysm morphology at the time of implant was not reported. Currently, the aortic neck has some angulation of an unk amount. It was reported that the pt has had regular follow-ups and has been asymptomatic. The pt returned for a routine CT follow-up and a type 1 endoleak was identified. The stent graft was found to be 1 cm below one of the renal arteries and 2 cm below the other renal artery. There is no conclusive evidence to suggest that the graft migrated. The endoleak was attributed to the aortic neck angulation. The decision was made to perform an intervention where two 24 mm diameter aneurx cuffs and 1 talent 24 mm cuff were implanted proximally approx 2 weeks ago and successfully resolved the endoleak. No additional clinical sequelae were reported and the pt is fine.